Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00841. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had a reverse total shoulder approximately 7 years ago. Patient complained of pain and lack of range of motion. The glenosphere had disengaged from the standard baseplate and was free floating in the patients joint. While performing the revision surgery, surgeon noticed that there was a small amount of metallosis in the patient's joint. After the surgery, surgeon further stated that the components were malpositioned. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Baseplate was not returned. Insufficient information provided. Unable to perform a compatibility check. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the glenosphere component has been disassembled, there is resultant dislocation of the humeral component. Bones are osteopenic. Part and lot identification are necessary for review of device history records, neither were provided for baseplate. A definitive root cause cannot be determined. The per from the sales rep mentions malpositioning of the components by the surgeon, however, this could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.